Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4074-52, lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported by the patient that the device "shifted after implant" and there was a "big ridge on the (patient's) side." The patient also experienced "pulsating about 2-3 inches below the device." Follow-up with the physician's office confirmed device migration and extracardiac stimulation. The device was repositioned and remains in use. No further patient complications have been reported as a result of this event.